Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. Unrelated to the reported issue, a bench failure was found. The test strips¿ enzyme was contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.